Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the benchmark 6f 071 delivery catheter (benchmark) was kinked upon removal from the packaging. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new benchmark.